Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed majority of the tip broke off; the broken piece was not returned for evaluation. A previous investigation by a depuy warsaw material research department, examined the fracture surface and stated the driver was loaded in torsional bending the material limit, likely from attempting to use beyond the screwdriver's intended range of motion, resulting in a ductile overload of the material and fracture of the driver tip. No evidence of material or metallurgical defects was observed that could contribute to the failure of this component. Based on the previous similar investigation, the root cause is being attributed to user error. Based on the investigation's conclusion of user error, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.